Manufacturer narrative:
On 1/24/2021, additional information was received indicating the patient¿s condition had improved. The physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). Correction: additional information received indicates the patient is female. The 3500a initial medwatch report reported the patient was male in the b5. Event description. This was incorrect. This correct statement is as follows: ¿it was reported that a female patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis.¿

Manufacturer narrative:
On 10/12/2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected, and it was found in good normal conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The catheter pass specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while ablation was being conducted, the patient¿s blood pressure dropped. Effusion was checked and confirmed by body surface (bs) echocardiography. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Patient¿s blood pressure stabilized after pericardial drainage and the feeling of illness disappeared. The patient left the room and was transferred to the intensive care unit (ICU). Prolonged hospitalization was required, the number of hospitalization days increased for follow up. The physician commented that during the ablation, the contact force (cf) value temporarily increased, and the ablation was immediately stopped; however, no steam pop was felt. The patient complained of feeling unwell due to the administration of isuprel and they believed it was partly due to the fact that he had some physical activity and his breathing was rough. The customer¿s reported high force is not considered to be MDR reportable since the issue is highly detectable when occurring and the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.